Event description:
It was reported that pump display had smear or water mark on corner, but issue did not affect ability to read or use screen. There was no adverse impact to the customer¿s blood glucose level. Customer was asked to email picture of display so troubleshooting could continue, and technical support attempted multiple follow-up calls, left voice messages, and planned follow-up email before closing case due to no response.